Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) channel. During the follow up, it was noted that the right ventricular (rv) lead had dislodged and was found in the coronary sinus. The rv lead is scheduled to be repositioned. No further patient complications have been reported as a result of this event.